Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had their system reprogrammed on (B)(6) 2018 and had settings covering his pain areas. The rep reported that on (B)(6) 2018 the patient stated he had shortness of breath, increased pain and pain in his lower left leg. The ins was turned off and the pain in the left and shortness of breath continued. The rep reported that the patient claimed when the system was off, he was still getting stimulation. The rep checked his system on the day of the report and he had used it 14% of the time since his last reprogramming session. The rep reported that on (B)(6) 2018 he turned his ins off and he was still getting overstimulated. The rep reported that patient also stated when he carried his recharging kit into the clinic his stimulation increased. The patient changed his oral medications outside of physician¿s orders. The rep reported that everything with his ins looked fine, including lead placement, impedance readings and confirmation his device was off. The rep discussed the issues with the nurse practitioner and she would order and emg. The rep noted that this could be a new neuropathy caused by alcohol abuse. The rep reported that a reprogramming session was done to confirm settings, system off, impedance and lead placement and everything checked out okay. No further complications were reported.